Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root-cause why the connector broke off cannot be determined. There was no patient or user harm.

Event description:
The initial complaint from the resp care department was for a broken flow sensor connector (pressure sensor blue pressure sensor connector). In-house biomed attempted to replace the pressure sensor assembly but shorted the display during disassembly. Display won't activate when the unit is turned on. Keypad and alarm light work. Hmi repair requested by the biomed.